Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. No anomalies found on save to disk. Atrial capture threshold values unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased and high thresholds on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.